Manufacturer narrative:
Visual inspection was performed on the returned device. Return device analysis noted there was one kink in the dispenser coil, a kink in the hypotube located at the distal end of strain relief and a break in the hypotube, distally from distal end of strain relief. The hypotube was kinked at same location of the noted kinked ring of dispenser coil when coiled. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the noted damage on the returned device could not be determined. Return device analysis noted there was one kink in the dispenser coil, a kink in the hypotube located at the distal end of strain relief and a break in the hypotube, distally from distal end of strain relief. The proximal and distal break points were oval and jagged which can indicate the hypotube was kinked. The hypotube was kinked at same location of the noted kinked ring of dispenser coil when coiled. Potential factors that may contribute to kink damage to the balloon dilatation catheter (bdc) and dispenser coil include, but are not limited to, mishandling during manufacturing, during receiving/storage at the account, and/or handling during removal from packaging or preparation. In this case, it is possible that the device was damaged (kinked) during receiving at the account and/or during unpackaging and upon further manipulation at the kink location the hypotube broke; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: date of event is estimated.

Event description:
It was reported that the 3.5x20 mm nc trek neo balloon dilatation catheter (bdc) was noted to be damaged upon unpackaging of the device. There was no reported device use or patient involvement. There was no reported clinically significant delay in the procedure. Returned device analysis identified that there was a break in the hypotube. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. Return device analysis noted there was one kink in the dispenser coil, a kink in the hypotube located at the distal end of strain relief and a break in the hypotube, distally from distal end of strain relief. The hypotube was kinked at same location of the noted kinked ring of dispenser coil when coiled. A production record review was performed and revealed no indication of a product quality issue. A review of the complaint history identified no other similar complaints from this lot. A corrective and preventative action (CAPA) review was performed and determined there is an open CAPA issue related to this complaint; indicating there is a potential product quality issue. The investigation determined a potential product quality issue based on the evaluation of the returned unit and the review of the corrective and preventative actions (CAPA) database. Additionally, it is likely that the noted kink and break on the hypotube resulted from the kink on the coil. H6: investigation findings code 114 was removed. H6: investigation conclusions code 4315 was removed. H11: additional mfg narrative: revised.